Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the handheld confirmed all quality tests were passed prior to distribution.

Event description:
Analysis of the returned ac adapter and serial cable was completed. No anomalies associated with the ac adapter performance were noted during testing using a known good serial cable and x50 handheld. The ac adapter performed according to functional specifications.

Event description:
It was reported that the physician's handheld power supply cord was no longer charging the handheld. A different handheld power supply cord was connected and the physician's handheld began to charge. A new power supply cord was provided to the physician and the non-working power supply cord was returned to manufacturer for analysis. Analysis is underway, but has not been completed to date.